Event description:
It was reported an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6)2024, the patient was unable to connect the sensor to the pump, and the sensor would have not been showing any continuous glucose monitor (cgm) readings. When they removed the sensor, they noticed the wire was bent. The patient experienced vomiting and was taken to the hospital. At the hospital, the blood glucose (bg) reading was 34.0 mmol/l and the patient was treated with "syringe to lower his bg". The patient was discharged after 2 days. At the time of the report the patient was stable. The patient declined to provide further information about the event. No other details were documented. A review of performance data shows that the patient did not experience any prolonged disruptions in her cgm readings on the alleged date of incident. Brief periods of signal loss and sensor error were observed, but these instances were few in number and lasted no more than ten minutes each. However, data investigation found that a significant discrepancy occurred on (B)(6)2024. The cgm read 2.2 mmol/l at 8:50 am and the blood glucose meter read 26.5 mmol/l at 8:55 am. Thus, inaccurate estimated glucose values have been determined to be the most likely the root cause of the hyperglycemic event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.